Event description:
It was reported during the pt's permanent procedure, lead diagnostics showed high impedance values for the scs lead. Subsequently, the scs extension was replaced which resolved the issue and effective stimulation was obtained.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.